Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The representative reported that the patient had their ins and extension explanted due to an infection at the device pocket. No device issues were reported and the cause of the infection is undetermined.